Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video connector on the camera head could not be tightly connected to the scope. The issue occurred during preparation for use for the diagnostic procedure (hysteroscopy), there was a ten (10) minute day due to the reported issue, and the patient was under general anesthesia at the time. The procedure was completed with the same set of equipment and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the device was shipped without any issue; therefore, it is likely that the reported issue occurred after shipment of the device. The root cause could not be identified. This supplemental report includes a correction to e4 and h4 from the initial medwatch. Also, information added to d8. Olympus will continue to monitor field performance for this device.